Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2014 with the following findings: review of the black box and alarm history revealed call service alarm (087) recorded. On investigation, the pump powered on and emitted a call service alarm (069) on the first attempt to rewind. The remainder of the investigation was halted due to the call service alarm. A single component failure was identified on the printed circuit board. The component was replaced and the pump was then able to power up and to be exercised without further call service alarm.